Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc was created to capture the second disassociation. Doi: (B)(6) 2018; dor: (B)(6) 2021; unk hip .

Manufacturer narrative:
Product complaint # (B)(4). H10: new information received, noted that depuy products were not involved in this revision. It changes the reportability from reportable to non reportable. Previous reporting was done in error.